Manufacturer narrative:
Describe event or problem: it was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was worn on the patient's arm for between 4 and 24 hours. The patient's blood glucose rose to 22 mmol/l (396 mg/dl). As treatment, a new pod was applied. H6 - adverse event problem: medical device problem code from a150103 premature activation to a050501 failure to fire health effect - clinical code from e2403 no clinical signs, symptoms or conditions to e1205 hyperglycemia. Component code from g04092 needle to g04019 cannula and g04092 needle.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.